Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported it powered off the unit and cleaned the contact points on the scope and retried but the issue persists. Customer reported that getting this error with multiple scopes and on multiple towers. Tac advised the customer that it is not often that multiple pieces of equipment failed at the same time. Tac advised customer to systematically troubleshoot the system to narrow down the issue if possible. The customer proceeded to ask for the local eam contact's information instead. The issue was resolved by the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30(scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers report of a ¿b30 scope communications error¿ could not confirmed and the root-cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.